Event description:
The customer reported functionality lost from the left "live" monitor. This issue will effectively eliminate the ability to view a real time image. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The rtos display adapter pcb assemblies were removed and reseated. The system was tested and found to be working as intended and returned to service.